Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited low pacing impedance and poor r-wave amplitude sensing that required repositioning. While repositioning, the helix on the lp was caught in the valvular structure and damaged. A different lp was used to complete the procedure. The patient was in stable condition.